Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 10/04/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed, however, pairing testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.